Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in (B)(6), united states. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system that is not heating as expected, on the patient side of the unit. The issue occurred during maintenance. There is no report of patient injury.